Event description:
Boston scientific received information that this right ventricular lead had dislodged, resulting in loss of capture at high outputs. Surgical intervention was performed to reposition the lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead was repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.